Manufacturer narrative:
Unit had cracked lcd window and cracked reservoir tube lip.

Event description:
Customer called in regards to the recall for the insulin pumps with the scroll wrap feature. Advised customer that they will be added to the list for replacement. No additional information was provided.